Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The jaws opened and closed properly when the latch was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade was also inspected under microscope and no issue was found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle stopped working and would not open. There was no patient injury.